Event description:
On (B)(6): customer reports via phone that during a urology stone removal with stent placement, the system fluoro failed. Customer could not provide patient information. Physician completed the procedure using endoscopy and taking radiographic images at the end of the procedure to document stent placement. No reported injury.

Manufacturer narrative:
Field service engineer (fse) evaluated complaint and replaced the sedecal generator console. Fse verified proper operation per service hut checklist qssrw14.1. System was returned to full service by customer.